Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. No additional information regarding the issue was provided.